Manufacturer narrative:
(B)(4): the device was not returned to physio-control; a third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the system pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.

Event description:
It was reported to a physio-control by a third-party service agent that the customer's device would not deliver a defibrillation shock. During a check of the device, the customer noticed that the service led illuminated as soon as the charge button was pressed, and no defibrillation shock would be triggered. There was no patient use associated with the reported event.